Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui device was implanted in a patient for an emergency endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that the patient presented with abdominal pain. It was reported that the device was later found to be expired following a revenue order review. The device was thought to have been lost but was found unexpectedly when it was required for the emergency intervention. As per the physician, the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.